Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: during testing, the pump powered on and a cs 064 call service alarm was duplicated when the rewind step was attempted. There was no motor movement. The pump case was removed and a motor defect was found due to internal moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the cs alarm 064 occurred 3 times during load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.